Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 450mg/dl. The caller was vomiting and sick. Troubleshooting was performed. The daughter mentioned that the insulin pump was not delivering insulin, which caused her blood glucose to rise. Instructed the customer to reinsert the battery and the device alarmed no delivery and battery out of limit. Assisted the caller to clear the alarm. No further information was provided.